Manufacturer narrative:
Additional information: (b) added event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: we are always infusing tpn through the port with the micron filter. We are infusing through a basic IV line spiked into a tpn bag that is attached to our tpn filter set prior to being attached to the patient. We change our filters at a minimum of q96hrs (4 days) but typically is done prior to then. The leaking always occurs within the first 24 hours of using the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that continuously having the micron filter leaking.